Manufacturer narrative:
The device had no button error alarm noted. The insulin pump was received with an intermittent down keypad response due to flattened keypad dome. The device had minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip and cracked lcd window. The keypad connector was found closed properly during visual inspection.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the device alarmed button error alarm. Customer's blood glucose was 250 mg/dl. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.